Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump will alarm and vibrate and then lose power. Battery replacement does not resolve the issue. Review of the alarm history showed call service alarms dating back to (B)(6) 2013; however, the reporter denies ever seeing any call service alarms on the display when the alleged power issue occurred. The reporter denied that the battery is being drained due to unconfirmed alarms. The reporter stated that she did not realize the call service alarms were occurring. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.